Event description:
It was reported that the pt was hospitalized for dka on (B)(6) 2010 with blood glucose of 402 mg/dl with positive ketones. The pt received intravenous insulin delivery and was discharged to home the next day on the insulin pump with new cartridge, tubing, and infusion set. Pt remained on the pump for insulin delivery and blood glucose at the time of this contact was 68 mg/dl. A family member stated that she thought the pt had a stomach virus and she does not implicate the pump as the cause of the hyperglycemia. The family member reviewed the pump and found the date setting to be incorrect. Bolus history revealed that the date recorded as (B)(6) 2012 should have been (B)(6) 2010. There were no boluses in the history of (B)(6) 2012. The pt reported that she bolused on that day; the family member stated did not watch the pt to confirm bolus was given but remembered that the pt went through the motions. The family member reported that the pt's blood glucose values on that day were 127 mg/dl at 7:41 am, 224 mg/dl at 11:52 am, 210 mg/dl at 6:29 pm, and 370 mg/dl at 9:15 pm.

Manufacturer narrative:
The pump was evaluated for basal and bolus deliveries; no insulin delivery defects or inaccurate history records were found. There were several indications of inaccurate times and dates in the black box and bolus history. First there were four bolus deliveries with a date stamp of (B)(6) 2012 which has been determined to be the actual date of (B)(6) 2010. The investigation confirmed that no boluses were recorded with a date stamp of (B)(6) 2012 suggesting inadequate bolus delivery for (B)(6) 2010. Additionally, the total daily dose history recorded dates of (B)(6) 2010, (B)(6) 2012, (B)(6) 2010, and (B)(6) 2012 sequentially indicating the user was setting the date incorrectly multiple times. The black box download was not available to determine if there was a power on reset that may have affected those records. Finally, an auto off alarm was cleared with a power on reset on the date stamped (B)(6) 2012. At that time, the pump time and date reverted to the default of 01/01/2007 at 12:00 am. The user changed the date to (B)(6) 2010 with a time remaining at 12:00 am. At the time stamped 4:39 am the user edited the time to 3:02 pm. During evaluation, a defect in the internal battery component the holds the set time and date was found.